Manufacturer narrative:
This investigation remains closed, as the added information (date of event/date of explant) does not change the outcome.

Event description:
Asr revision recommended.asr hip resurfacing system. Femoral neck fracture on resurfacing (beyond 3 months of post op).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Update 3 september 2015: updated doi and dor. This is a resurfacing to xl revision, cup left in situ. Xl products are still in situ and recorded in (B)(4). Added manufacture and expiry dates. Taken from claimsuite update 1 september 2015 and confirmation of dates email.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.